Event description:
It was reported that the patient heard an alert tone. The right ventricular (rv) lead exhibited high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.